Event description:
The patient was undergoing a thrombectomy procedure in the anterior cerebral artery (aca) and middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheters (jet7), non-penumbra microcatheter, non-penumbra sheath and, non-penumbra stent retriever. During the procedure, the physician completed a pass in the aca using the jet7 and stent retriever with aspiration. Next, the physician completed another pass using the same jet7 in conjunction with the stent retriever and aspiration to remove the clot in the inferior m2 segment of the mca. However, while retracting the stent retriever back into the jet7, the physician experienced some resistance. When the physician moved the jet7 to a straight segment of the mca, the stent retriever was able to be pulled through the jet7 with no resistance and the inferior branch was open. The physician then accessed the superior branch of the m2 and successfully removed the clot using the jet7 with aspiration only. While attempting to access and remove the clot in the rolandic branch, the physician experienced resistance while advancing the microcatheter and guidewire. It was reported that the physician felt as if the microcatheter and guidewire were ¿tired¿. Therefore, the microcatheter and guidewire were removed in exchange for a new non-penumbra microcatheter (xt27) and guidewire. Next, the physician took a roadmap image and noticed a large area of extravasation proximal to the m2. Therefore, the physician decided to remove the jet7; however, while retracting the jet7 down the sheath out of the internal carotid artery (ica), the physician noticed a part of the jet7 at the tip of the sheath. Subsequently, the sheath was slowly retracted further down towards the access site in the right superficial femoral artery (sfa) with the tip of the jet7 still inside sheath. It was reported that the physician needed to maintain access while removing the sheath and a glide wire was inserted into the sheath. However, the glide wire pushed the tip of the jet7 out of the sheath and down a branch of the sfa. No attempt was made to retrieve the broken tip of the jet7 and it was reported that the tip of the jet7 was not occlusive to the vessel as contrast was seen flowing through the tip of the jet7. A new sheath was placed in the ica and images were taken. The physician determined that there was no longer flow to the brain and decided to end the procedure. The patient expired due to complications with a stroke.

Manufacturer narrative:
Please note that the following sections were updated on this follow-up #01 MFR report (B)(4): 1. Section b. Box 1. Adverse event and/or product problem. 2. Section b. Box 2. Outcomes attributed to adverse event; date of death. 3. Section b. Box 5. Describe event or problem. 4. Section h. Box 1. Type of reportable event. 5. Section h. Box 6. Patient code 2 h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior cerebral artery (aca) and middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheters (jet7), non-penumbra microcatheter, non-penumbra sheath and, non-penumbra stent retriever. During the procedure, the physician completed a pass in the aca using the jet7 and stent retriever with aspiration. Next, the physician completed another pass using the same jet7 in conjunction with the stent retriever and aspiration to remove the clot in the inferior m2 segment of the mca. However, while retracting the stent retriever back into the jet7, the physician experienced some resistance. When the physician moved the jet7 to a straight segment of the mca, the stent retriever was able to be pulled through the jet7 with no resistance and the inferior branch was open. The physician then accessed the superior branch of the m2 and successfully removed the clot using the jet7 with aspiration only. While attempting to access and remove the clot in the rolandic branch, the physician experienced resistance while advancing the microcatheter and guidewire. It was reported that the physician felt as if the microcatheter and guidewire were ¿tired¿. Therefore, the microcatheter and guidewire were removed in exchange for a new non-penumbra microcatheter (xt27) and guidewire. Next, the physician took a roadmap image and noticed a large area of extravasation proximal to the m2. Therefore, the physician decided to remove the jet7; however, while retracting the jet7 down the sheath out of the internal carotid artery (ica), the physician noticed a part of the jet7 at the tip of the sheath. Subsequently, the sheath was slowly retracted further down towards the access site in the right superficial femoral artery (sfa) with the tip of the jet7 still inside sheath. It was reported that the physician needed to maintain access while removing the sheath and a glide wire was inserted into the sheath. However, the glide wire pushed the tip of the jet7 out of the sheath and down a branch of the sfa. No attempt was made to retrieve the broken tip of the jet7 and it was reported that the tip of the jet7 was not occlusive to the vessel as contrast was seen flowing through the tip of the jet7. A new sheath was placed in the ica and images were taken. The physician determined that there was no longer flow to the brain and decided to end the procedure. The patient expired due to complications with a stroke. The patient¿s death was unrelated to the jet7.